Event description:
67 year old gentleman with a past medical history significant for type 2 diabetes mellitus, dilated aorta, obesity, hypertension, dyslipidemia, atrial fibrillation and chronic anticoagulation. The patient underwent a watchman left atrial appendage closure device implantation on (B)(6) 2022 secondary to nsaid use in setting of osteoarthritis. The watchman device was successfully implanted. Position, anchoring, size and seal of the device was evaluated and criteria was met for successful implantation. This was confirmed by transesophageal echocardiography (tee) and fluoroscopy. He presented on (B)(6) 2022 for a 45 day tee follow up. The results of the tee indicated that the watchmen device had shifted out of position. He was called to come back and was hospitalized due to malpositioning of the watchman device. The patient underwent removal of the watchman device on (B)(6) 2022. Patient tolerated the procedure well. Echocardiogram the following morning found no effusion or significant mitral regurgitation.